Manufacturer narrative:
The product has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. The lens models reported were sa60at, sn60wf, restor, toric, and one unknown. Chang d.f., masket s., miller k.m., braga-mele r, little bc, mamalis n, oetting ta, packer m: ascrs cataract clinical committee. Complications of sulcus placement of single-piece acrylic intraocular lenses; recommendations for backup iol implantation following posterior capsule rupture. Journal of cataract refractive surgery. 2009 aug; 35(8): 1445-58. Additional info was requested on 12/17/2010 by fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A journal article reported a series of thirty pts (thirty eyes) who had experienced complications of intraocular lens (iol) implantation in the ciliary sulcus. Twenty-nine of these pts were implanted with lenses from this manufacturer. The pts were implanted between 2005 and 2008. Posterior capsules rupture and iol decentration were observed in approx two thirds of the eyes. None of the iols were suture fixated to the iris or sclera. At the time of the initial consultation, the corrected distance visual acuity (cdva) ranged from 20/20 to 20/400. The mean intraocular pressure (iop) was 22.1 mmhg. Approx one third of the pts were taking at least one iop reducing medication. Pigment dispersion was the most frequent complication (25), followed by iris transillumination defects (24), posterior capsular rupture (21), iol edge symptoms (17), increased iop > 22 mmhg (10), intraocular hemorrhage (7) and cystoid macular edema (4). Currently, two pts are being managed medically or by observation. The other 28 pts underwent a surgical intervention. Interventions were haptic excision (1), exchange alone (10), exchange with vitrectomy (15), iol repositioning (1) and one unk procedure (1). The postoperative visual acuity improved, on average, compared to the preoperative visual acuity. Most eyes attained a cdva of 20/20. The eye with the worst cdva postoperatively had chronic cystoid macular edema (cme) and poorly controlled iop. Four representative cases were described in the report. Statistical info was given for the remaining pts with no pt identifiers. Eighteen eyes were implanted with one model; six eyes were implanted with a second model, and one eye was implanted with a third model. This pt displayed marked iris chafing at the time she presented, seven years following implant surgery. Her surgery had been complicated by an incomplete anterior capsulorhexis. The iol had been placed in the capsular bag, which enclosed only the temporally positioned loop. The superior loop and the optic were located in the ciliary sulcus, where they freely contacted the posterior iris, causing chafing. Afterwards, the pt developed recurrent episodes of microhyphema characterized by visual "white outs", chronic iop elevation, and smoldering iridocyclitis. She required multiple glaucoma medications and corticosteroid and nonsteroidal topical agents. The iol was exchanged for a sulcus positioned lens that was sutured to the iris. Following the exchange, the pt did not experience "white outs," the iridocyclitis resolved and the topical medications were significantly reduced. There are seven medical device reports associated with these events. This is first report.